Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-08094. It was reported, the pt no longer had stimulation. She had not used or charged the device over a month and hence, was in pain. The pt stated, the system had not been effective and was considering the option of system explant. No further info was available at this time of the report.